Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: aiming arm/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the aiming arm for the tibial nail advanced detached from the insertion handle. The aiming arm hooks that connect to the insertion handle broke off while inserting the nail. The perfect circle technique was used to complete the procedure successfully with a two (2) minute surgical delay. Concomitant device: unknown tibial nail (part# unknown; lot# unknown; quantity: 1. This report is for one (1) unknown guides/sleeves/aiming: aiming arm. This is report 1 of 2 for (B)(4).